Event description:
This spontaneous report was received on (B)(6)-2011 from a wife and concerns her husband (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer used k-y sensual silk tingling ultra gel topically, one application once, for lubrication (lot number, expiration date unspecified). Within twenty four hours of application, the consumer reportedly developed renal infection. At the time of this report, medical intervention was not reported. The consumer did not use the device further. The outcome of the event was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
Date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.